Manufacturer narrative:
System was used for treatment. Kit lot e326 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories centrifuge bowl leak/break and alarm #7: blood leak? (Centrifuge chamber) and no trend was detected for these categories. However an issue review investigation has been initiated for centrifuge bowl leak/break. Service order ((B)(4)) completed: service engineer replaced door assembly and shocks, drive tube clamps and screws, centrifuge leak strip and centrifuge transducer; inspected and cleaned centrifuge frame assembly and bowl holder. Service engineer also cleaned inside of centrifuge chamber and laser lens and tightened drive tube clamp and replaced collect pump head rollers. Performed system checkout successfully. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4). Device not returned.

Event description:
Customer called to report a centrifuge bowl break. Customer stated at 106ml of whole blood processed (wbp) that centrifuge bowl broke inside the centrifuge chamber. The customer stated the cellex tubing kit was installed properly and that the centrifuge bowl was not difficult to install. The leak detector strip was damaged during the centrifuge bowl break. Ecp operator also confirmed that alarm #7: blood leak- did occur during the treatment. The patient was stable. Since he had a hgb of 37.4% pre-procedure the customer elected to start a second procedure. Service was dispatched. Cellex tubing kit had already been discarded and no pictures were taken of the blood leak.